Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, leading to the pump shutting down as a result. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.